Event description:
It was observed during the device evaluation, the thunderbeat exhibited peeling of the tissue pad. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The exact cause of the event couldn¿t be exclusively identified. However based on the past investigation results, it is likely the probe damage error and peeling of the tissue pad occurred by the following mechanism: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and partially peel. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and it was causing a probe damage error. The event can be detected/prevented by following the instructions for use (IFU) which state: the complaint information did not clarify whether the product was used according to the IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.